Manufacturer narrative:
This supplemental report was created to update b5 due to patient had lead vegetation and unrelated fungal growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to vegetation and unrelated fungal growth near the lead. The patient requested extraction to stop medication related to the growth. There were no additional adverse patient effects reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non-product experience. This rv lead was replaced. No additional adverse patient effects were reported.